Manufacturer narrative:
The reported event (plate breakage) could be confirmed as a post-op image was provided by the customer for review. As described in the reported event, the patient had squamous cell carcinoma. The mass was removed on (B)(6) 2021 initially. On (B)(6) 2021, following the tumor resection, reconstruction surgery was performed using the reported plate (55-15922). On (B)(6) 2021, the plate was found to be broken. In an email it was mentioned that, "we confirmed that the plate used was 55-15922. Thickness 1.5mm. The other specification 55-28922 was registered in china mainland. Thickness 2.8mm. Because it is too thick. So, the user selected the catalog 55-15922 to be used. ¿correspondence showed that the plate is still implanted. The explanation date is currently unknown. This case was presented to stryker¿s medical expert, as the use of primary reconstruction plates for secondary reconstruction may have influenced the breakage. He stated that it looks like a primary reconstruction plate (gold) was used instead of a silver reconstruction plate to bridge gaps after bone grafting. If that¿s true then it was the wrong plate according to the indications. In the related instructions for use (IFU ¿ 90-01939 rev. 8), the following references are stated: " 2. Contraindications (¿) secondary reconstructions with universal primary recon plates (gold colored). (¿) plate warnings and precautions (¿) primary reconstruction (gold color) plates are not intended for use in secondary reconstruction applications. Use of such may result in excessive plate loading and premature failure. (¿)¿. Conclusively, the root cause of the postoperative plate breakage can be attributed to an off-label use. The device, intended for primary reconstruction, was used for secondary reconstruction. The device history records for the catalog # 55-15922, lot code # 1000409509 indicate (B)(4) units were manufactured to specification, accepted into final stock and sent out on 2020-jun-03 with no reported discrepancies. Based on statistical evaluation, there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported that the plate was discovered as broken postoperatively and the surgeon performed a revision surgery to replace the plate.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Not available for return.

Event description:
It was reported that the plate was discovered as broken postoperatively and the surgeon performed a revision surgery to replace the plate.